Manufacturer narrative:
The pump passed the displacement, rewind test, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. The bolus wizard was functioning properly per the bolus wizard sample in the user guide. No bolus anomaly was noted. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when he tests his blood glucose the reading does not transfer over to the insulin pump and calculate the amount of insulin required to treat; the bolus wizard was not working. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer confirmed that the bolus wizard settings were turned on and complete, that the bolus wizard menu activates with the "b" button, and that the meter ids are on both the meters and the insulin pump. The insulin pump was not displaying bolus wizard options to enter food after linking over the blood glucose and calibrating. The insulin pump will be returned for analysis and a replacement device will be shipped to the customer.